Event description:
Ther pt was status post laparoscopic cholecystectomy and in the psot anesthesia care uinit when it was discovered that a piece of the wing tip from the end of the cholangiogram forceps was missing. A kidney ultrasound biopsy was performed. The scan revealed the broken wing tip was in the pt's abdomen. The pt had to return to the o.r. For an exploratory laprascopy to retrieve the broken piece. The broken piece could not be retrieved but it's presence was confirmed again with the use of intraoperative c-arm picture. No further treatment was attempted. The broken piece remained in the pt.